Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining that their pacing leads were moving. It was also noted that the right atrial (ra) lead exhibited  far field r-wave (ffrw) oversensing. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.